Event description:
An issue was reported when a pump announced a malfunction alarm during the loading process. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer on how to properly load a new cartridge, but the problem persisted. Customer reverted to using an alternate method of insulin therapy.